Manufacturer narrative:
H10: the field service engineer (fse) reported that the device was repaired via the manual instructions and replaced the data acquisition (da) printed circuit board assembly (pcba), and solenoid 3 and 4. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 centimeters of water (cmh2o). Tech could not duplicate the failure from the service. The suspect data acquisition printed circuit assembly (pca) operates on the standard test bed (stb) without issue. No fault found."

Manufacturer narrative:
Additional parts were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "this is in regard to the solenoid, x-valve (number 3) that was delivered to the product investigation lab with the accusation of check vent: proximal pressure sensor autozero failed. 1. Per engineering direction and through referencing the v8000 ventilator software requirements document (doc# (B)(4) ver.71), testing in step 2 of this conclusion was performed resulting in a no problem being found. Note: referencing the v8000 ventilator software requirements document (doc# (B)(4) ver.71), section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minutes +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. 2. Tech connected the solenoid x valve to proximal pressure auto zero position (position 3) of the gas delivery subsystem, the product investigation lab (pil) v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval called out in doc (B)(4) for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. No proximal pressure sensor autozero failed error (110b) was generated resulting in a no fault found."

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor auto zero failed" error code. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that they discussed with the customer about check vent alarms, and advised them that the ventilator would continue to ventilate, but would alarm to let user know that it would need to be serviced. Investigation is ongoing.